Event description:
Injected pt with medication, the medication came through the needle/syringe connection site and was not injected into the pt. Diagnosis or reason for use: syringe used to administer medications. The product is not compounded; the product is not over-the-counter.